Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h3, h6, h11. The device was returned to regional repair center for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the endoscope cable cannot be connected securely. Based on the results of the investigation, a root cause could not be identified. Additionally, the endoscope cable cannot be connected securely due to damage on video connector socket. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the video system center had a communication error b40. The issue was found during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.